Manufacturer narrative:
Findings: unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty force sensor (gold). The motor was tested outside the device and passed. Unit received with cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 127 mg/dl. The customer stated that the device was not exposed to strong magnetic field such as MRI. The customer was able to clear the alarm. Customer does not use the sensor feature on the pump. The customer stated they are able to complete the rewind sequence. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.